Event description:
There was no patient involved . The device had a memory full prompt when turned on.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. A visual inspection of the device revealed no apparent defects. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the last log entry (B)(6) 2012. On the (B)(6) 2012 the device failed the weekly auto self-test due to a low battery. The device remained in fault mode until the (B)(6) 2012 when the device was power cycled, successfully passing a self-test. The device performs all subsequent weekly auto self-tests up to the (B)(6) 2017. Between the (B)(6) 2017 and the (B)(6) 2018 the device records multiple manual powers ons of 10 minutes duration. Information from the technical log shows the device memory became full on the (B)(6) 2017. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. A ¿warning memory full¿ prompt was given at shutdown and the status led continued to flash green. This would confirm the reported fault. The device was disassembled to investigate. Further investigation found the fault attributed to membrane failure, resulting in the memory full prompt. The random nature of the events stored in the memory, the 10 minute time outs and the measurements taken during the investigation would confirm a failing membrane. These multiple ten minute manual power ons resulted in the device memory becoming full on the (B)(6) 2017. The user would have been alerted with a ¿warning, memory full¿ prompt. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not recieved yet.

Event description:
There was no patient involved . The device had a memory full prompt when turned on.